Event description:
Everlywell testosterone test kits (2 performed) are extremely inaccurate when compared to venous lab testing. Initially adjusted exogenous hormone supplementation based on results, at a detriment to personal health. After realizing lab tests were inaccurate, confirmed true levels with medical laboratory venous draw and was able to avoid permanent medical issues. None of the test kits from everlywell were accurate. Ref report: mw5159385.